Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) found that the half-height cubie drawer 5-1 on the auxiliary cabinet, along with all cubie pockets, had failed and were not detected on the bus. The fse reseated the row board cable, ribbon cable, and retractor band. The hardware test application was accessed, and a final test was performed. The results were saved to the desktop. The drawer and cubie pockets functioned properly after the intervention. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 5.1 and 5.2 were not detected on the bus and still required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.